Manufacturer narrative:
The patient/family was the initial reporter so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that he ran a control test on his contour next one meter and obtained a reading of 160 mg/dl at 7:42 p.m. During the call with ascensia customer service, the customer ran three additional control tests and obtained readings of 165 mg/dl at 8:30 p.m., 159 mg/dl at 8:32 p.m., and 167 mg/dl at 8:33 p.m. The meter did not automatically mark them as control tests, and so the readings will be displayed as blood results when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the in-house contour next one meter was tested with the in-house contour next test strips and in-house contour next control solution form lot # 9bv2g51, as the contour next control solution from lot # 9bv2g42 implicated to be involved in the event occurrence expired in sep-2020. The in-house testing gave a satisfactory performance and the control readings obtained during in-house testing were properly marked as control tests in the meter's memory. Additionally, a device history record was reviewed for the suspected contour next one meter and no manufacturing anomalies were found.